Manufacturer narrative:
The ge rep performed an on site investigation. The power supply voltage was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported the sys shut down and then came back on promptly. No report of pt injury.